Event description:
It was reported that a catheter location balloon leak occurred during a transurethral microwave treatment. The physician inserted the catheter without any issues. While pulling back on the catheter to position the location balloon, the balloon deflated and no resistance could be felt. Upon removal of the catheter, the location balloon was tested and the leak in the balloon was confirmed. The location balloon was also tested in accordance with approved protocol before being inserted into the pt; no issues were detected during testing. The location balloon deflated prior to energy delivery to the catheter. No pt injuries or complications were reported. The physician attempted to insert a second catheter but was unsuccessful. A cystoscopy was performed and a small bladder stone was detected. The treatment was rescheduled; however, the physician was still unable to insert the catheter during the second attempt to treat the pt. The catheter would not pass through the bladder neck due to the pt's anatomy.

Manufacturer narrative:
The catheter was returned for analysis. Visual inspection of the catheter confirmed a large tear in the location balloon. The device history record for the catheter was reviewed; all mfg and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The pt's anatomy and the presence of the bladder stone most likely caused the tear in the location balloon.